Manufacturer narrative:
(B)(4). Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, missing end cap sticker and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
Customer reported via phone call, the insulin pump was cracked around the infusion set and it wont hold it in place. Customer's blood glucose was 118 mg/dl. The customer mentioned the infusion set compartment is cracked and its not locking into place. The customer stated the damage occurred as the insulin pump had been dropped multiple times. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump was returned for analysis.